Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating a cadd legacy plus, mdl 6500, was alarming no disposable pump won't run. Per reporter there was no air in the line. Per reporter residual volume was: 21.2, rate 2.2 and 78.85 was given no adverse patient effects were reported. Per reporter, no additional information is available at this time.